Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and a foreign body was noted. The lens was removed and exchanged for another lens and this resolved the problem. No patient injury was reported. Patient's last ucva was 20/20.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2015 and a foreign body was noted. On the same day, the lens was removed and exchanged for another lens and this resolved the problem. No patient injury was reported. Patient's last post-op uncorrected visual acuity was 20/20. Device evaluation: the lens was returned in a small vial. Visual inspection found the haptic torn/broken/bent/deformed, a piece of the haptic missing, foreign material on lens surface (debris), and a small particulate in the optic visible at 30x. (B)(4).